Manufacturer narrative:
Two devices were returned with just the delivery portion of the device. No implant or suture were provided. Both of the delivery devices were functionally tested and found to actuate as intended with the actuator moving to its proper positions. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).

Event description:
During meniscus repair, on the first fast-fix 360 it went through the meniscus firing ok, but would not release the second through, the second fast fix would not fire at all. Additional information confirmed "the second t bar would not deploy properly on both occasions. Surgeon had to cut the suture to free the rest of the device"

Manufacturer narrative:
(B)(4).